Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07346. Related manufacturer reference number: 1627487-2023-05384. Related manufacturer reference number: 1627487-2023-05385. Related manufacturer reference number: 1627487-2023-05386. Related manufacturer reference number: 1627487-2023-05387. Related manufacturer reference number: 1627487-2023-05388. It was reported that the patient experienced an infection at the implant sites. Reportedly, the patient picked at the ipg site, then used the restroom and touched her head which led to the infection. As such, surgical intervention took place wherein the entire system was explanted to address the issue. The infection is being treated with antibiotics medication.